Event description:
It was reported that after armada was prepped, it was placed at the mildly calcified lesion in the anterior tibial; however, it would not inflate. The armada was removed from the patient with no issue and another armada was used to successfully complete the procedure. There was no clinically significant delay in the procedure. There was no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned balloon catheter found blood on the balloon and contrast inside the balloon, consistent with the reported use. The balloon was loosely folded consistent with attempted inflation. There was no damage noted to the balloon catheter. A new indeflator filled with gastrografin; diluted 1:1 with water was used to pressurize the balloon catheter. Fluid entered the balloon but the balloon did not fully inflate and the catheter did not hold pressure. Fluid slowly leaked out of the guide wire port in the hub. Potential factors that could cause this type of leak include, but are not limited to, manufacturing, damage to the sidearm/inflation lumen or insufficient adhesive at the inflation lumen/sidearm junction. To ensure this type of damage is not manufacturing related, all balloon dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. Based on the reported information and analysis of the returned product, it is possible that an insufficient adhesive bond between the inflation lumen and the sidearm contributed to the leak. As a result, a corrective and preventative action (CAPA) was initiated to further investigate the potential cause(s) for the leak noted in the sidearm.